Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Observed two devices one device appears to be intact and the other device has an opening, non-labeled for side explanted. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare provider reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: more of three openings observed on posterior, radius and anterior side assessed as surgical damage. Additional observations: creases were observed.

Event description:
Healthcare provider reported left side rupture. Device has been explanted.